Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and diarrhea. On the same day, the patient was hospitalized for the event and treated with intravenous levaquin (500 mg every 48 hours; duration not reported) and intravenous vancomycin (1g three times a week) for peritonitis. While in the hospital, the patient's peritoneal catheter was removed and the patient was started on hemodialysis. Nineteen days after hospitalization, the patient was discharged. At the time of this report, vancomycin treatment remained ongoing and the patient was recovering from the event. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).